Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The caller alleged that the device is occluding and is not providing an e-4 error or alert message. The patient experienced elevated blood glucose levels and ketones. The patient was transported to the hospital by a family member. The blood glucose values obtained at the hospital were not provided. The patient was diagnosed with diabetic ketoacidosis and was treated with a sliding scale of insulin. The patient was hospitalized for one night. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.